Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. Interrogation of the device revealed it had reached elective replacement indicator (eri). Premature battery depletion was suspected.